Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd893875 and gd894162 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was from an unknown contamination. The patient was not hospitalized for the event. Treatment rendered was not reported. The patient recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The onset of this peritonitis event occurred in (B)(6) 2013. A sample was not available for analysis. If additional relevant information is obtained, then a follow-up MDR will be submitted.